Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit is leaking from where the tank attaches. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
The customer lowered the c arm on helium reservoir, cracking the helium tank yoke, thus creating leakage. The customer unsuccessfully attempted to reach the cath lab to troubleshoot tank over the phone. The customer then cancelled service request and opted out from repairs.

Event description:
N/a

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.